Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was heating up excessively. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 of the same event. It was reported that during a microdiscectomy lumbar surgical procedure, it was observed that the hand piece device was getting hot while drilling. It was reported that the handpiece device was in use with angled attachment device, bearing sleeve attachment device and console device. According to the report, the heat was coming from the angled attachment device while the handpiece device and the bearing sleeve attachment device were not hot. It was further reported that the angled attachment device was irrigated while drilling to help keep it cool. It was reported that the console device continued to work and did not show any error codes. There were no delays in the surgical procedure as the same devices were used throughout the case. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.